Event description:
It was reported that the patient was hospitalized on (B)(6) 2008 for worsening parkinson's disease symptoms and depressed mood. At the hospital, the patient's implantable neurostimulator was reprogrammed and their parkinson's medication was increased. At the time of the event, the patient was prescribed neupro 4mg dose transdermal and sifrol 2.1 mg dose orally. The patient recovered by (B)(6) 2008.

Manufacturer narrative:
Product ID neu_unknown_ext, serial # (B)(4), product type extension; product ID neu_unknown_ext, serial # (B)(4), product type extension; product ID 3389-28, lot # b0452319k, product type lead; product ID 3389-28, lot # b0452324k, product type lead.